Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that stent fracture occurred. The physician reported what he believed was a synergy¿ drug-eluting stent was fractured. No patient complications were reported and the patient's status is okay.